Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had prolonged immobility due to a lower extremity fracture and was indicated for ivc filter placement. The filter was deployed via femoral access without incident. There were no complications. Approximately four months post filter deployment, the patient presented for retrieval of the filter. Under ultrasound guidance, the right internal jugular vein was accessed. Initial attempts to retrieve the filter using a cone retrieval system were unsuccessful. A venacavagram was performed and demonstrated the filter in the vena cava below the renal veins; however, the superior portion of the filter was adjacent directly against the vena cava wall. Next, multiple attempts to retrieve the filter using multiple snares were also unsuccessful. A catheter and wire were passed down to once again attempt cone retrieval of the filter. This was unsuccessful in maneuvering the filter from its location. The decision was made to conclude the procedure and leave the filter in place. There was no reported patient injury. Per the medical records available for review, the ivc filter has not been removed and no further filter retrieval procedures have been attempted. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed without incident. Four months post filter deployment, multiple attempts were made using both snare and recovery cone retrieval devices to remove the filter. All attempts were unsuccessful at removing the filter. The superior portion of the filter was found to be directly against the vena cava wall. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four months post vena cava filter deployment, during a filter retrieval procedure, the superior portion of the filter was found to be directly against the vena cava wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later, inferior vena cava filter retrieval was performed for previously placed inferior vena cava filter/ foreign body which showed inferior vena cava filter was in the vena cava below the renal veins. The superior portion of the inferior vena cava filter was adjacent directly against the wall of the vena cava, and despite multiple different attempts to dislodge this from the wall as well as maneuver catheter around it, the hoop portion of the inferior vena cava filter could not be grasped for removal. Through the right internal jugular vein approach, fluoroscopy was used to land the working sheath above the vena cava filter. The benston wire was then replaced with a amplatz wire, and a cone retrieval system was then passed down over the inferior vena cava of the filter and attempted to grasp the filter and retrieve it, however, was noted that because the lie of the filter the cone retrieval system with was unable to fully grasp the filter appropriately and left anterior oblique and right anterior oblique imaging with the c-arm were performed to try to achieve a better grasp. As this was unsuccessful the cone retrieval system was then removed and a limited venogram was performed with having enough contrast to evaluate the exact proximity of the tip of the filter against the vena cava wall. Next a 3-loop snare was passed down to attempt to achieve hooking of the filter on its hook which was well visualized, but despite multiple attempts, this also was unsuccessful. The bard single loop snare was then used, once again multiple attempts were performed, and these were unsuccessful. An angled catheter was then passed down and amplatz wire was used to try to pass the wire just adjacent to the side where the filter tip was seemingly lodged. The bentson wire was then used to pass distally, and the catheter was then progressed distal through the filter, and this was substituted for an amplatz wire, which was then once again used to attempt cone retrieval of the filter. Once again, this was unsuccessful in maneuvering the filter from its location. An attempt was made to use the cone retrieval system simply to grasp the upper portion of the filter and dislodge it slightly enough to achieve subsequent grasping of the filter with either the triple loop or the single loop snare and once again, this was unsuccessful. Given the multiple attempts at achieving snaring or retrieval of the filter without success and concern that further manipulation could potentially damage the vena cava it was then decided that the patient had undergone a significant amount of time under fluoroscopy as well, and that the procedure would be aborted and further discussion with the patient regarding possible future attempts at retrieval versus a referral to another physician for this will be performed. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately four months post vena cava filter deployment, during a filter retrieval procedure, the superior portion of the filter was found to be directly against the vena cava wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.